Event description:
It was reported that both pumps alarmed with high pressure alert. She tried troubleshooting by checking for kinks/blockages in the tubing. Repositioning the cassette. Using the same cassette in the other pump, changing the tubing. And finally switched to a new cassette. At the time of the call, the new cassette was in the backup pump and alarm was going off. Author reached out to (B)(6) field nurse for assistance and then called the patient back to advise. Pt stated that after author got off the phone with her, the alarm stopped on its own. This morning (about 10-11 hrs after initial conversation), author called pt back to check on her. Pt stated the pump never alarmed again since it stopped. Advised her the old cassette might have been malfunctioning. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.